Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a product information verification form was returned to boston scientific on january 3, 2019. According to the information on the form, this patient suffered a massive stroke and died on (B)(6) 2018 following the implant of this device on (B)(6) 2018.